Manufacturer narrative:
The devices were returned and evaluated. The evaluation result is as follows: result for device #1: the complaint about the hyperglycemia event could not be confirmed. The device was tested and passed with no issue observed. The device showed no abnormalities that could contribute to the reported event. The device appears to have performed as expected. Result for device #2 and #3: the complaint about the hyperglycemia event could not be confirmed. There are no bolus clicks left and the bolus mechanism is locked out as expected. The device showed no abnormalities that could contribute to the reported event. The device appears to have performed as expected.

Event description:
The patient reported hyperglycemia since starting the v-go on (B)(6) 2020 approximately. The patient places the v-go on her leg and sometimes on the abdomen. The patient reported a reading of 500+ this week. The patient mentioned that her normal reading is 200. The patient did not report any symptoms. The patient mentioned that she recognized the high readings when she reviewed her sugar levels. The patient indicated that she is taking medications for: high blood pressure, thyroid and cholesterol. The patient stated that she experienced similar events before using the v-go.